Manufacturer narrative:
Other, other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the dso (downstream occlusion sensor) seal had a bubble. The customer stated problem was duplicated. The pump would not turn on under battery power but would with a/c plugged in. The main board was replaced for the problem. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review., corrected data: h6: event problem and evaluation codes: corrections after device evaluation.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device had no battery power. There was no patient, or clinician injury associated with this occurrence.